Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated due to the failure of main circuit board of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc concluded that the reported phenomenon was attributed to the failure of the printed circuit board, which might be caused by accidental failure of the electronic component of the printed circuit board. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a bronchoscopy using the subject device at the user facility, it was found that the subject device did not start up and the controls of the subject device did not function. The user facility replaced the subject device to another similar device to complete the procedure with the procedure time extension. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.